Event description:
The customer reported that the device shows the non-invasive blood pressure reading from the previous patient. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device shows the non-invasive blood pressure (nibp) reading from the previous patient. According to the customer, if a new patient is called up on the hemo system, the non-invasive blood pressure of the previous patient remains on the monitor, and the value is only overwritten when a measurement has been carried out on the new patient. The customer stated that this was not the case before. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.